Event description:
It was reported that this right ventricular lead exhibited high out of range shock lead impedance measurements. It was observed that the impedance has been having a historical variability. It was decided to continue monitoring the patient and follow the pattern of the impedance for at least a year. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.